Manufacturer narrative:
This case was initially received via regulatory authority (ha ansm, reference number: (B)(6)) on 31-aug-2017. The most recent information was received on 26-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right implant was found in distal part of greater omemtum /implant was found perforating uterine fundus") in a 34-year-old female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right implant insertion was more difficult" on (B)(6) 2015. The patient's medical history included libido loss of and multigravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dysmenorrhoea ("painful menstrual bleeding"), menorrhagia ("heavy menstrual bleeding/menstrual periods lasting longer than usual, 10 days on average"), groin pain ("pain the right groin"), paraesthesia ("tingling in the upper limbs"), arthralgia ("joint pain"), alopecia ("hair loss/ major hair loss"), fatigue ("fatigue/ marked fatigue"), abdominal distension ("swollen abdomen"), dyspnoea ("sudden shortness of breath with a feeling of tightness in chest"), chest discomfort ("sudden shortness of breath with a feeling of tightness in chest") and pain ("pain worsened") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometriosis ("endometriosis focus"). The patient was treated with surgery (laparoscopic hysterectomy,bilateral salpingectomy, adnexectomy and partial omentectomy). Essure was removed on 24-aug-2017. At the time of the report, the uterine perforation had resolved and the dysmenorrhoea, menorrhagia, groin pain, paraesthesia, arthralgia, alopecia, fatigue, weight increased, abdominal distension, dyspnoea, chest discomfort, pain and endometriosis outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, chest discomfort, dysmenorrhoea, dyspnoea, endometriosis, fatigue, groin pain, menorrhagia, pain, paraesthesia, uterine perforation and weight increased to be related to essure. The reporter commented: insertion report details of (B)(6) 2015: medical history of loss of libido treated with hormonal treatment. General anesthesia. Uterine cavity was normal. Left implant insertion without difficulty. Right implant insertion was more difficult but achieved after all. Laparoscopy and hysteroscopy report details of 04-nov-2015:hysteroscopy: left implant was well positioned, right implant was not seen. It was decided to perform laparoscopy. Left and right ovaries were normal. Implant was found perforating uterine fundus. Extraction with pliers. Filshie clip were used at level of interstitial portion of both tubes. Laparoscopic vaginal hysterectomy with adnexectomy and partial omentectomy report of (B)(6) 2017: indication: right implant was found in abdominal position after manifestation of intense pain episodes which required step 2 antalgics treatment. Laparoscopy details: anteverted uterus with normal size and 2 healthy tubes. Left implant was well seen in tube. The right was not seen. Right clip was well positioned. The left one was found in pouch of douglas. No lesion except inflammatory focus in pouch of douglas evoking endometriosis focus. Biopsy performed. The right implant was found in distal part of greater omemtum. In order to remove whole implant a partial omentectomy was performed. It was decided by patient to perform a hysterectomy with bilateral adnexectomy. Duration of intervention: 90 minutes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Abdominal x-ray - on (B)(6) 2015: showed right insert in vertical position; on an unknown date: before removal of implants: 2 clips were found in right pelvic projection: one probably in parauterine position and other in pararectal position. Left essure was well positioned. The other essure was found in median line, sub parietal, low position.. Physical examination - on (B)(6) 2017: one insert was found in para-uterine position and the other one in posterior pararectal position. Left essure insert was in classical position and correctly seen. Another essure insert was found on median line, in a sub-parietal and low position.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the right uterine tube") and device dislocation ("essure insert was found on median line, in a sub-parietal and low position") in a 34-year-old female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("sharp pain in the abdomen/painful abdomen"), dysmenorrhoea ("painful menstrual bleeding"), menorrhagia ("heavy menstrual bleeding/menstrual periods lasting longer than usual, 10 days on average"), groin pain ("pain the right groin"), paraesthesia ("tingling in the upper limbs"), arthralgia ("joint pain"), alopecia ("hair loss/ major hair loss"), fatigue ("fatigue/ marked fatigue"), abdominal distension ("swollen abdomen"), dyspnoea ("sudden shortness of breath with a feeling of tightness in chest"), chest discomfort ("sudden shortness of breath with a feeling of tightness in chest") and pain ("pain worsened") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, dysmenorrhoea, menorrhagia, groin pain, paraesthesia, arthralgia, alopecia, fatigue, weight increased, abdominal distension, dyspnoea, chest discomfort and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, chest discomfort, device dislocation, dysmenorrhoea, dyspnoea, fallopian tube perforation, fatigue, groin pain, menorrhagia, pain, paraesthesia and weight increased to be related to essure. The reporter commented: actions undertaken in the healthcare facility for management of the patient: she is to undergo total hysterectomy and bilateral salpingectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Abdominal x-ray - on (B)(6) 2015: showed right insert in vertical position. Physical examination - on (B)(6) 2017: one insert was found in para-uterine position and the other one in posterior pararectal position. Left essure insert was in classical position and correctly seen. Another essure insert was found on median line, in a sub-parietal and low position.. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new reporter "lawyer" and lab data was added; essure insert was found on median line, in a sub-parietal and low position (new event). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ha ansm, reference number: r1713741) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right implant was found in distal part of greater omemtum /implant was found perforating uterine fundus") in a 34-year-old female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right implant insertion was more difficult" on (B)(6) 2015. The patient's medical history included libido loss of and multigravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dysmenorrhoea ("painful menstrual bleeding"), menorrhagia ("heavy menstrual bleeding/menstrual periods lasting longer than usual, 10 days on average"), groin pain ("pain the right groin"), paraesthesia ("tingling in the upper limbs"), arthralgia ("joint pain"), alopecia ("hair loss/ major hair loss"), fatigue ("fatigue/ marked fatigue"), abdominal distension ("swollen abdomen"), dyspnoea ("sudden shortness of breath with a feeling of tightness in chest"), chest discomfort ("sudden shortness of breath with a feeling of tightness in chest") and pain ("pain worsened") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometriosis ("endometriosis focus"). The patient was treated with laparoscopic hysterectomy,bilateral salpingectomy, adnexectomy and partial omentectomy and essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had resolved and the dysmenorrhoea, menorrhagia, groin pain, paraesthesia, arthralgia, alopecia, fatigue, weight increased, abdominal distension, dyspnoea, chest discomfort, pain and endometriosis outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, chest discomfort, dysmenorrhoea, dyspnoea, endometriosis, fatigue, groin pain, menorrhagia, pain, paraesthesia, uterine perforation and weight increased to be related to essure. The reporter commented: insertion report details of (B)(6) 2015: medical history of loss of libido treated with hormonal treatment. General anesthesia. Uterine cavity was normal. Left implant insertion without difficulty. Right implant insertion was more difficult but achieved after all. Laparoscopy and hysteroscopy report details of (B)(6) 2015:hysteroscopy: left implant was well positioned, right implant was not seen. It was decided to perform laparoscopy. Left and right ovaries were normal. Implant was found perforating uterine fundus. Extraction with pliers. Filshie clip were used at level of interstitial portion of both tubes. Laparoscopic vaginal hysterectomy with adnexectomy and partial omentectomy report of 24-aug-2017: indication: right implant was found in abdominal position after manifestation of intense pain episodes which required step 2 antalgics treatment. Laparoscopy details: anteverted uterus with normal size and 2 healthy tubes. Left implant was well seen in tube. The right was not seen. Right clip was well positioned. The left one was found in pouch of douglas. No lesion except inflammatory focus in pouch of douglas evoking endometriosis focus. Biopsy performed. The right implant was found in distal part of greater omemtum. In order to remove whole implant a partial omentectomy was performed. It was decided by patient to perform a hysterectomy with bilateral adnexectomy. Duration of intervention: 90 minutes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Abdominal x-ray - on (B)(6) 2015: showed right insert in vertical position; on an unknown date: before removal of implants: 2 clips were found in right pelvic projection: one probably in parauterine position and other in pararectal position. Left essure was well positioned. The other essure was found in median line, sub parietal, low position.. Physical examination - on (B)(6) 2017: one insert was found in para-uterine position and the other one in posterior pararectal position. Left essure insert was in classical position and correctly seen. Another essure insert was found on median line, in a sub-parietal and low position.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: information received from attorney via legal department. Insertion report details of 20-may-2015: medical history of loss of libido treated with hormonal treatment. General anesthesia. Uterine cavity was normal. Left implant insertion without difficulty. Right implant insertion was more difficult but achieved after all. Laparoscopy and hysteroscopy report details of (B)(6) 2015: indication: persistant right pain. Hysteroscopy: left implant was well positioned, right implant was not seen. It was decided to perform laparoscopy. Left and right ovaries were normal. Implant was found perforating uterine fundus. Extraction with pliers. Filshie clip were used at level of interstitial portion of both tubes. X-ray plain report details of (B)(6) 2017 before removal of implants: indication: check before removal of implants. 2 clips were found in right pelvic projection: one probably in parauterine position and other in pararectal position. Left essure was well positioned. The other essure was found in median line, sub parietal, low position. Laparoscopic vaginal hysterectomy with adnexectomy and partial omentectomy report of(B)(6) 2017: indication: right implant was found in abdominal position after manifestation of intense pain episodes which required step 2 antalgics treatment. Laparoscopy details: anteverted uterus with normal size and 2 healthy tubes. Left implant was well seen in tube. The right was not seen. Right clip was well positioned. The left one was found in pouch of douglas. No lesion except inflammatory focus in pouch of douglas evoking endometriosis focus. Biopsy performed. The right implant was found in distal part of greater omemtum. In order to remove whole implant a partial omentectomy was performed. It was also decided by patient to perform a hysterectomy with bilateral adnexectomy. Duration of intervention: 90 minutes. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ha ansm (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforation of the right uterine tube") in a (B)(6) female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("sharp pain in the abdomen/painful abdomen"), dysmenorrhoea ("painful menstrual bleeding"), menorrhagia ("heavy menstrual bleeding/menstrual periods lasting longer than usual, 10 days on average"), groin pain ("pain the right groin"), paraesthesia ("tingling in the upper limbs"), arthralgia ("joint pain"), alopecia ("hair loss/ major hair loss"), fatigue ("fatigue/ marked fatigue"), weight increased ("weight gain"), abdominal distension ("swollen abdomen"), dyspnoea ("sudden shortness of breath with a feeling of tightness in chest"), chest discomfort ("sudden shortness of breath with a feeling of tightness in chest") and pain ("pain worsened"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, dysmenorrhoea, menorrhagia, groin pain, paraesthesia, arthralgia, alopecia, fatigue, weight increased, abdominal distension, dyspnoea, chest discomfort and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, chest discomfort, dysmenorrhoea, dyspnoea, fallopian tube perforation, fatigue, groin pain, menorrhagia, pain, paraesthesia and weight increased to be related to essure. The reporter commented: actions undertaken in the healthcare facility for management of the patient: she is to undergo total hysterectomy and bilateral salpingectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: fallopian tube perforation: the analysis in the global safety database revealed 647 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.